Manufacturer narrative:
The customer¿s report of fluid left in the bag when the infusion completed was confirmed, however the starting volume of the fluid container cannot be determined from the log. Physical inspection noted the device to be in good condition. There were no observed anomalies. Analysis of the pcu event log shows that at 1:44 pm on (B)(6) 2016 the pump module was programmed to infuse ceftriaxone 1gram/50ml (drugid 122) at a rate of 100ml/hr with a vtbi of 50ml . At 2:15 pm, the primary infusion completed and the device transitioned to kvo. At 2:16 pm, the vtbi was changed to 20ml and the infusion restarted. At 2:48 pm, the primary infusion completed and the device transitioned to kvo. At 2:49 pm, the vtbi was changed to 30ml and the infusion restarted. At 3:07 pm, the primary infusion completed and the device transitioned to kvo. At 3:08 pm, the device was channeled off. The volume recorded as being infused during this period was 101.019ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of fluid left in the bag when the infusion completed was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer described an event in which an antibiotic that was intended to infuse over 30 minutes with a volume of 50ml had fluid remaining when the infusion was expected to be completed. The nurse programmed it to infuse an additional 20ml twice before the bag actually emptied. Although the customer suspects that the pump is "under-infusing", it is not currently known whether this was a primary infusion or a secondary which may have appeared to under-infuse due to concurrent flow.